Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the stimulation has been bothering the patient for a while, and they have called before about the remote control. The patient stated something is not right because at first the clinician told them they can change it to a and c and they said something about programming, but the patient only uses group b. The patient stated that sometimes they are shocked at night when they lay down. The patient stated that when they lay down during the day it doesn't happen, but it does at night. The patient stated that it can feel like a burning in the bone and they are scared it could hurt them. The patient stated that the electrical shock/burning they feel it in their back and thighs and legs as well as their feet. The patient stated that they are programmed to the left side and they had all the surgeries on the right side so they are programmed there. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a shocking sensation in lower back as well as a needle like sensation in legs, thigh, and lumbar. They tried adjusting stimulation and changing programs. It was noted that program b worked the best. The patient went to the emergency department (ed) for this problem and contacted a manufacturer representative. The manufacturer representative had suggested to turn stimulation off to see if this affected the issue. The consumer did not want to turn stimulation off because it was supposed to cover pain. No further complications were reported.